Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the drill bit was stripped during an elbow surgery. The patient was young and had very hard bone and two (2) other drill bits had dulled. It appeared that one (1) of the flutes of this drill bit may have stripped but there were no metal shavings. Intra op x-rays were taken and no extra metal was seen. The post op x-rays showed the broken drill bit in the patient. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequences. A revision surgery was performed to apply a hinge fixator and change some of the screws, it was not due to the broken drill bit. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 2 of 3 for (B)(4).